Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death is unknown and was not provided by customer. The pump will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6), could not be conclusively established through this evaluation. A specific cause for the reported event could not be conclusively determined. It was reported through patient outcome that the patient passed away on (B)(6) 2021. The cause of death was unknown and not provided by the customer. The device was not returned for evaluation. Additional information communicated on 08nov2021 stated that in accordance with privacy laws, the hospital does not give any confidential information concerning the patients. The device operated as expected and the death was not considered as device related. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists death as an adverse event that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.